Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was always going into auto mode switch (ams). Programming changes were not successful and ams mode was turned off. The pvab was changed and no ams was observed. The patient was fine before, during and after the changes was made.